Manufacturer narrative:
It was reported by customer that experiencing 4 different leaks from the bonded product- as the texium piece is coming off causing leaks. One photo of the product packaging was submitted. No product or photo of the product failure was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model my8020 lot number 24055856 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material #: my8020, batch#: 24055856. It was reported by customer that experiencing 4 different leaks from the bonded product- as the texium piece is coming off causing leaks. Verbatim: complaint received via email(s) attached. Experiencing 4 different leaks from the bonded product- as the texium piece is coming off causing leaks.

Event description:
Material #: my8020 batch#: 24055856 it was reported by customer that experiencing 4 different leaks from the bonded product- as the texium piece is coming off causing leaks. Verbatim: complaint received via email(s) attached. Experiencing 4 different leaks from the bonded product- as the texium piece is coming off causing leaks.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.